Event description:
It was reported that removal difficulty occurred. A peripheral rotawire guidewire was selected for use. During the procedure, the rotawire was delivered through the rubicon catheter. There was a resistance exchanging the wire. There were no patient complications.

Event description:
It was reported that removal difficulty occurred. A peripheral rotawire guidewire was selected for use. During the procedure, the rotawire was delivered through the rubicon catheter. There was a resistance exchanging the wire. There were no patient complications.

Manufacturer narrative:
Device evaluated by manufacturer. The complaint device was received for product analysis. A visual examination identified kinks on the body of the wire from distal to proximal with the following measurements, 17.0 inches, 68.0 inches and 102.0 inches. A microscopic inspection identified a bent spring tip. No other issues were identified during the product analysis.